Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Unexpected return. The male luer of the IV tubing set was broken.

Manufacturer narrative:
An unexpected return confirmed a male luer break. Visual inspection as received confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. No further testing could be performed due to the broken male luer collar. The root cause was related to design of the specific male luer component.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. No further information is available.